Event description:
It was reported that during a biliary stenting procedure, the stent got hooked at the tip of the sheath of the delivery system during the stent deployment process. The sheath was cut off to complete the stent deployment. There was no reported patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under number p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.